Manufacturer narrative:
The pump has not been returned to animas for eval. The device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
The pt contacted animas alleging that the pump was intermittently not responding to ok button presses. The pt denied that the keypad was peeling. He also denied that the device was exposed to moisture.